Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during post surgery check, this left ventricular (lv) lead failed to capture at maximum device outputs and also failed to sense. A chest x-ray revealed the lead had dislodged. A revision procedure was performed and the lead was explanted and replaced without further incident. No adverse patient effects were reported.